Event description:
In the course of a therapeutic pulmonary biopsy procedure for treatment, it was noted that the forcep was loose as a result of a broken wire. The complainant confirmed that no fragments detached inside of the patient. There was no report of death, serious injury or mistreatment as a result of this event. The procedure was completed successfully by utilizing another radial edge device. The patient condition is noted to be fine.